Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1416301) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined.

Event description:
The following information was reported: failure to achieve hemostasis, hematoma was noted size was smaller than a dime (less than 6cm) which occurred on the table before the site was dressed. Manual pressure was applied for 25 minutes. The patient was not hospitalized. Stick location: common femoral artery. Vessel size: 6mm. Procedure: peripheral.